Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were not evaluated. Photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) plus blood collection tubes had unclear reference number information. No serious injury or medical intervention.